Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. 510k is k110637.

Event description:
On (B)(6) 2012, the healthcare professional/ reporter contacted lifescan (lfs) in (B)(4) on behalf of the patient alleging the onetouch verio iq meter was displaying a battery indicator. The reporter did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up #1 (06/20/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 05/29/2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.